Event description:
It was reported that the device exhibited backup vvi operation while performing cybersecurity update. The patient experienced diaphragmatic stimulation. The device was restored from backup by downloading the previous firmware through the engineering test page. Cybersecurity update was not reattempted.